Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that there was a hospitalization event for their low blood glucose on (B)(6)2015. Customer reported their blood glucose declined to 40 mg/dl at the time of admission. . Customer reported their blood glucose declined to 30 mg/dl before the hospitalization event after being given 21 units of insulin for 46 grams of carbohydrates. The customer was in vehicular accident as a result of their low and was found on the interstate by law enforcement. The customer was driver during this event. Troubleshooting found the insulin pump passed a displacement test. Customer did not expose the insulin pump to a high magnetic field. The customer's current blood glucose was 121 mg/dl. The customer declined to return the insulin pump for analysis.